Event description:
It was reported that the tip of the bd plastipak¿ syringe with needle was damaged. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from spanish: 2 bd brand syringes presented problems when used. In the first case, the syringe had an alteration at its tip".

Manufacturer narrative:
H.6. Investigation summary: one photo received by our quality team for investigation. Upon visual evaluation, foreign matter on the syringe tip is displayed. No other defects or issues observed. Foreign matter is identified as silicone with particulate. No sample or photo received on cracked barrel incident. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause is associated with the assembly process, equipment was not cleaned properly. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd plastipak¿ syringe with needle was damaged. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from spanish: 2 bd brand syringes presented problems when used. In the first case, the syringe had an alteration at its tip."